Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-13248. Both leads are reported since it is undetermined which lead is related to this event. It was reported the pt was not receiving effective stimulation from her scs sys. The pt also stated she was unable to turn her stimulation on. It was noted one of the leads had invalid impedances on 7 contacts. A sjm rep was able to provide stimulation coverage to the pt's right side, back, and left leg. Coverage in the pt's right side, back, and left leg. Coverage in the pt's left groin/hip area was not captured. It was reported by the pt she had never received coverage in the left hip as desired. No course of action was planned.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.